Event description:
The facility reported an infusion pump with failure code 810:11. It is not known if the failure occurred while infusing on s patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Although requested, additional contact information, patient demographics, medication involved and pump programming was not provided.